Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause is a pre-analytics issue such as incorrect configuration of the liquid detection sensitivity or using the wrong tube type. No hardware or software issues were identified.

Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer obtained a questionable low result for one patient sample using the a1c-2 tina-quant hemoglobin a1c gen.2 (a1c-2) assay on the cobas integra 400 plus analyzer. All results were released outside the laboratory. The initial result was 4.4% with a data flag. The patient asked for the sample to be repeated, since he has diabetes and the result was not consistent with his previous results from the same hospital laboratory. On (B)(6) 2017, the sample was repeated with a result of 6.3% with a data flag. There was no allegation that an adverse event occurred. The a1c-2 reagent lot number is 12802301; the expiration date was not provided. Calibration was acceptable on the date of the event. Qc was acceptable prior to the event, but was out of specification after the event. Several "no fluid detected" alarms were observed in the alarm log on the date of the event. Investigation activities are ongoing.